Event description:
It was reported that asymptomatic patient presented remotely via merlin.net. Upon review, it was found that patient's left ventricular (lv) lead exhibited low, out of range pacing impedance and high capture threshold. No intervention was performed. There were no patient consequences.